Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. It is believed the recipient's acoustic nerve is no longer viable following radiation treatment. The recipient was advised to cease device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound. Device testing revealed results within normal limits. External equipment was exchanged and programming adjustments have been made; however, the issue did not resolve.